Event description:
It was reported a patient fell from a golvo mobile lift and sustained an injury. During a patient transfer, the latch of the lift¿s sling bar came loose and the patient fell from a height of approximately one meter. The patient was transferred to the emergency department (ed). In the ed, the patient was found to have sustained a head wound requiring stitches and potential vertebral fractures. A device inspection performed by a baxter technician noted that the lift was working as designed. The lift strap was noted to be slightly twisted but operational, and one of the sling bar latches was missing on the sling bar and was replaced for the customer. The golvo 9000 instruction for use (IFU) states: "before lifting, always make sure that the lifting accessory is correctly attached to the lift; the lifting accessory is correctly and securely applied to the patient in order to prevent injuries; the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended but before the patient is lifted from the underlying surface.¿. No further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was evaluated onsite by a qualified technician. During functional testing the lift was found to be working properly. The strap is slightly twisted but is operational. A safety hook is missing on the bracket. The strap and safety hook were replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The investigation is currently ongoing, a final report will be submitted upon completion.